Manufacturer narrative:
Device not returned. No eval will be performed. Device discarded - unable to f/u. No conclusions can be drawn.

Event description:
Info received from our (B)(4) affiliate. On (B)(6) 2011, a pt who wore both 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) And acuvue oasys product reported experiencing an adverse event. It is not known which product the pt was wearing at the onset of this event. The pt reported initially experiencing pain in the right eye (od) while wearing a contact lens and experienced foreign body sensation after the lens was removed. On (B)(6) 2011, an office clerk at the eye clinic confirmed that the pt presented with c/o redness and stinging od after contact lens wear (B)(6) 2010. The pt was diagnosed with a "corneal epithelial disorder od" which affected the "central part of cornea to inferior part of cornea." The pt's va was not measured. The pt was instructed to d/c lens wear and treated with gatiflo drops 5x per day od. F/u visit (B)(6) 2010, the pt presented without symptoms, the eye drops were d/c and the pt was allowed to resume contact lens wear. On (B)(6) 2011, the treating eye care professional (ecp) confirmed that on (B)(6) 2011, the pt was diagnosed with keratitis od. The ecp suspected that the keratitis was infectious, no culture was obtained and that the "event was not serious." The ecp could not determine which product was related to this event. The lot numbers of the product in question is unk. The products in question have been discarded and are not available for return for eval. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.